Event description:
It was reported that the device was leaking oil. This was found during sterile processing. There was no pt involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacture and samples were taken of the fluid for further analysis. General maintenance was performed and leaking ebox was replaced. The device was repaired and returned to the customer. This report will be updated if add'l info is obtained in the quality investigation.